Manufacturer narrative:
Continued section e1 (phone #): (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Health professional reported right side "defect" captured as rupture. The device remains implanted.